Event description:
A peritoneal dialysis pt called fresenius tech support stating he is in drain 3 and he wants to bypass but cycler won't allow it. The pt apparently has already bypassed two drain cycles with vol=621 and 910. Pt has been having drain issues and his doctor and nurse are suspecting a medical issue.

Manufacturer narrative:
A product investigation was performed on this device. A visual inspection of the device exterior showed no signs of physical damage. A simulated treatment was performed and completed with no alarms or issues. All functional tests passed. The reported symptom was not confirmed. A review of the device history records was performed. There were no unexpected variances, adjustments, or comments noted in the device records. A review of the complaint tracking system showed no other complaints by the post market dept. Per the pharmacovigilance physician, the drain complications as well as the abdominal pain reported by the pt is unlikely related to the liberty cycler machine. The pt has a history of hernia which occurred before the initiation of continuous cycle peritoneal dialysis. He was operated for the same and the drainage problems are probably indicative of post operative complications following the hernia surgery. The pt performed manual exchanges and there was persistence of the same problems as seen while using the cycler. Medical history and treatment sheets were not available for review. This is a retrospective MDR being submitted by fresenius medical care as a remediation action committed to FDA regarding all potential adverse events received between (B)(6) 2011 to (B)(6) 2013.